Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: unable to prime tubing as fluid did not flow. Caps tightened and loosened. Also tried new blue cap which did not flow. J-loop and new cap were able to be flushed with saline syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22119005; medical device expiration date: 04nov2025; device manufacture date: 01nov2022. Medical device lot #: 22109064. Medical device expiration date: 04nov2025. Device manufacture date: 04oct2022. Investigation summary: returned samples were tested under (B)(4). From the manufacturing investigation under (B)(4), the root cause was determined to be the lack of time in the air sweep operation. A quality alert was generated to indicate the correct time of sweep operation and the correct solvent level. A device history record review for model mp5303-c and lot number 22119094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2022. A device history record review for model mp5303-c and lot number 22119005 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2022. A device history record review for model mp5303-c and lot number 22109064 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots.